Event description:
It was reported the pt experienced a shocking or jolting sensation and muscle spasms. It was stated that the shocking or jolting occurs when the lead/extension site was pressed on. It was stated that the pt had lost "eighty pounds and had excess tissue" and that this problem "did not occur when the pt was heavier." The pt's healthcare provider did an x-ray which confirmed a problem at the lead/extension connection site. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.